Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st patch on (B)(6) 2015 and sepramesh ip on (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st patch. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney alleges that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st patch on (B)(6) 2015 and sepramesh ip on (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st patch. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney alleges that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with implant of ventralex st mesh (device 1). Per op notes, ¿a midline incision was made. The hernia containing adipose tissue was identified. A loop of bowel adherent to the right rectus muscle above the anterior abdominal wall was noted and taken down. A ventralex st mesh (device 1) was placed and secured with sutures.¿ (B)(6) 2021 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent robotic assisted repair with excision of ventralex st mesh (device 1) and implant of sepramesh ip (device 2). Per op notes, ¿an incision was made below the left coastal margin in the midclavicular line. Adhesions to the abdominal wall was noted and reduced the contents of the hernia. The old mesh (device 1) was dissected off the abdominal wall. The hernia defect was closed primarily with suture. A sepramesh ip (device 2) was placed and secured with suture.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2014) is considered to be a best estimate. Updated fields: a2,b3,b4,b5,b7,d3,d4 (product catalog no., UDI no, expiry date, corporate lot no.), d.6b (date of explant),g3,g6,h2,h4,h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned